Event description:
Provider stated extremely noisy, grinding, and cutting out.

Manufacturer narrative:
MDR decision date: (B)(4) has been initiated for this issue. The malfunction has not been confirmed.